Manufacturer narrative:
Testing and investigation found the device door roller was broken. The device door could not be properly closed due to the broken door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller was leaving the door assembly in the open position exposing the door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken off. The device was returned to the biomedical department for a report of pole fell over and damaged pump mechanism. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.